Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a biopsy procedure in the lungs performed on (B)(6), 2012. According to the complainant, the needle of the excelon transbronchial aspiration needle device was not able to fully retract into the sheath, during the procedure. No damage was noted to the device, or device packaging. The procedure was able to be completed with this device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The condition of the returned unit was not consistent with the complaint incident that the needle of the device was difficult to retract. A visual examination of the returned device, revealed that the needle was fully retracted. The catheter was kinked in several locations along the working length. A functional evaluation was performed. When the handle was actuated, the needle would extend and retract without issue. The needle would completely retract into the sheath when the handle was in the retracted position; therefore, the complaint of the needle being difficult to retract was not confirmed. Most likely, due to some operational or anatomical aspect of the procedure, the working length was kinked. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a biopsy procedure in the lungs performed on (B)(6), 2012. According to the complainant, the needle of the excelon transbronchial aspiration needle device was not able to fully retract into the sheath, during the procedure. No damage was noted to the device, or device packaging. The procedure was able to be completed with this device. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4) for the reported event of needle failing to retract. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.